Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). The full name of the event site address was shortened due to field character limit; the full name is (B)(6). Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the pneumatic module assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusion). Corrected fields: h6(component code). Additional information: event site postal code: (B)(6).